Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that impactor tip was broken during med. Procedure.

Manufacturer narrative:
H6(conclusion code).

Event description:
It was reported that impactor tip was broken during med. Procedure.

Manufacturer narrative:
Corrected field: product available to stryker (d9). The reported event could be confirmed based on the provided device image. The visual inspection of the provided image reveals the impactor tip is broken into two pieces. The breakage pattern indicates it to be a brittle fracture due to an application of excessive mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However the probable root cause was attributed to a combination of user and design related issues. There are multiple reasons causing this failure a device that is manufactured plastic and incurs numerous impactions resulting into breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure if device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that impactor tip was broken during med. Procedure.